Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector is unknown. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) had a damaged belt connector.